Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014. During the procedure, the handpiece which was connected to the device would not morcellate. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.